Event description:
Employee at a sports club fell and hit her elbow. After applying the activated instant cold compress (which was reported to have leaked), she had a skin reation causing red blotches which then turned into blisters. The employee is being treated by her dermatologist.